Event description:
Boston scientific received info that this pt had passed away. The field representative preserved a copy of device memory following the pt's death and submitted a disk for analysis. There had been an episode of ventricular fibrillation (vf) corresponding to the day of death. Anti-tachycardia pacing was delivered, but the device did not deliver any shocks. It was noted that the device may have undersensed the vf. According to the caller, there is currently no allegation against the device and the device will not be explanted.

Manufacturer narrative:
The electrograms were analyzed by two boston scientific technical consultants. Their analysis confirmed that an agonal ventricular fibrillation of .14-.16 mv was not sensed by the device. The device was programmed to nominal, with a sensing floor of .6 mv. Engineering analysis of the copy of device memory showed no memory corruption or unexpected resets. Engineering analysis concluded that the device operated as programmed. Should additional info become available, this event will be update.